Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was implanted after the patient arrested during a CABG procedure and became pacemaker dependant. The hospital staff noted a 4 second pause on telemetry during which 7 p waves followed by no qrs were seen. All lead measurements were normal and stable. The sensitivity was at nominal. No noise was present on the egms, and isometrics were attempted however no noise was produced. There was no source of electromagnetic interference in the room.